Event description:
The report received from the affiliate indicated that approximately six (6) days after the index procedure the pt was reported to have st elevation on the ECG during the hospital stay. Coronary angiography was done and thrombus was observed in the two (2) previously implanted cypher 3.0 x 18 mm stents. The stents were implanted in the proximal/mid left anterior descending (lad) coronary artery target lesions. The thrombus was treated by aspiration and balloon angioplasty using a 3.0 x 15 mm balloon at 16 atm for 60 sec. An additional cypher 2.5 x 18 mm stent was implanted at 12 atm for 15 sec in an untreated lesion at the distal end of a previously implanted cypher stent. The stent was post-dilated with an unknown balloon at 16 atm for 15 sec. The pt was reported to have developed heart failure. There was no reported problem observed with another cypher 2.5 x 23 mm stent implanted in the distal circumflex during the index procedure. The physician's comment regarding the possible cause of the thrombotic event was that it might have been because the stents implanted in the proximal/mid lad were under-dilated.

Manufacturer narrative:
The index procedure was an elective case. Lesion #1-1: the target lesion was the distal circumflex. The lesion was reported to be: de novo, concentric, calcified, 18 mm in length, vessel diameter of 2.5 mm, and type b1. The lesion was not pre-dilated. A cypher 2.5 x 23 mm stent was implanted at 12 atm for 20 sec. The stent was post-dilated with a 2.75 x 15 mm balloon at 16 atm for 20 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Lesion #1-2: the target lesion was the proximal/mid lad. The lesion was reported to be: de novo, concentric, calcified, a bifurcation lesion, 30 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 2.75 x 15 mm balloon at 6 atm for 20 sec. A cypher 3.0 x 18 mm stent was implanted at 12 atm for 30 sec. An additional cypher 3.0 x 18 mm stent was implanted at 12 atm for 15 sec at the proximal end of the previous stent in overlapping fashion. The stents were post-dilated with a 2.75 x 15 mm balloon at 22 atm for 15 sec. There was an untreated lesion at the distal end of the mid lad. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2007-00347 and # 9616099-2007-00348.